Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was informed that a replacement pump with updated software would be sent, and training would be accessible through their tandem source account. The customer, who has no backup therapy currently available, would reach out to a healthcare provider for assistance. Instructions were provided to put the pump into storage mode, and arrangements were made for the return of the defective pump, which was not in warranty but included in a recall, to tandem within 10 days using a pre-paid ups label. The customer understood and acknowledged all instructions and notices.